Manufacturer narrative:
The brush head returned was manufactured by proctor & gamble and was part of the proctor & gamble prowhitening recall of 2004. Since the upc code could not be determined, we are providing the four recall numbers which could apply to this particular brush head. Please see recall number below: recall numbers: z-0375-05 z-0376-05 z-0377-05 z-0378-05 since the brush was manufactured by proctor & gamble, we could not determine the manufacturing date of the device.

Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.